Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01588. This report is being submitted as additional information. Age of device: 1 year, 1 month, 3 days. Investigation summary: a direct correlation between the heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The serial number of the device was not reported and as a result the device history records were unable to be reviewed. No further information was provided. The manufacturer is closing the file for this event.

Event description:
Information was received on 11 apr 2018 from sus voluntary event report, mw5075980 stating: my father was living in an assisted nursing facility. He had a heart mate 2 that was placed this heart to function normal. On (B)(6) 2018 I received a phone call from the facility that my father was unresponsive and the medical team was in the room doing CPR. My arrival at the hospital, I was informed by the emergency room (ER) doctor and the doctor who performed my father's surgery from the heart mate that this was malpractice. I have received all the medical reports and with that I was advised that I fill out this information. It was brought to my attention that it is a requirement that the facility report this defect as well/incident and has not done so.